Event description:
It was reported that while preparing for a transcatheter aortic valve implant procedure, the locking collar of the compression loading system (cls) would not "slide down" or fit correctly with the accompanying component. Therefore, a second cls was utilized to successfully load the valve into the delivery catheter system (dcs). The guidewire was then inserted into the patient and advanced to the previously implanted non-medtronic transcatheter valve. As the guidewire crossed the valve, the patient was noted to be hypotensive with pressures around 70 millimeters of mercury (mmhg). A pre-implant balloon aortic valvuloplasty (bav) was then completed with a non-medtronic 18 millimeter (mm) balloon due to calcification and it being standard for the implanting physician. After completion of the pre-implant bav, the patient became even more hypotensive. The valve was then successfully deployed; however, after deployment of the valve chest compressions were administered. The patient then began recovering and their blood pressure was noted to be improved. Angiography was then obtained which revealed that thrombus had occluded the patient's coronary artery at their pre-existing stent. Subsequently, the attending physician completed a balloon angioplasty within the previously implanted coronary artery stent. The procedure was then completed. Per the physician, the clot most likely originated from the previously implanted non-medtronic tr anscatheter valve. Per the physician, the patient's calcified anatomy contributed to the event as well as the previously implanted transcatheter aortic valve.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.